Event description:
It was reported that the advisory implantable cardioverter defibrillator could not be interrogated and exhibited loss of pacing. The device was explanted and replaced on (B)(6) 2018 and the patient was stable before, during, and after the procedure.